Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that upon patient's visit to the clinic, it was noted that the right ventricular (rv) lead exhibited a fracture. The patient experienced inappropriate anti-tachycardia pacing (atp) due to noise that was oversensed. Reportedly, the noise appears both electromagnetic interference (emi) and fracture noise. Further evaluation from technical services (ts) was requested. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No additional adverse patient effects were reported. Additional information provided regarding ts analysis results indicates that the noise on the rv sensing and shock channel indicate a lead impairment. The rv lead also exhibited high out of range pace and shock impedances. In addition, the reviewed episodes show oversensing of the minute ventilation sensor signal. Subsequently, lead replacement was recommended. The lead remains in service and there is no evidence of a replacement procedure being scheduled at this time. No additional adverse patient effects were reported.